Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Orthokit technician reports that the product sigma hp partial knee all poly introducer doesn't slide correctly example with reference (B)(4).. Moreover, it's difficult to insert/remove pieces in/from the instrument. (Pieces stay stuck into the introducer example : 202472600).